Event description:
Healthcare professional reported left-side "rupture". The device has been explanted.

Event description:
Healthcare professional reported left-side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ a workmanship was observed not related to the complaint for a split in patch event. A further investigation is requested. As per the investigation procedure, non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2005361 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed a split in patch area (ss), it is out of specification per qa199.04. The event of rupture was observed, but the workmanship has not relation to it. Therefore, the reported event was confirmed, but it has not relation with the manufacturing process. A review of the current risk documents pfmea-silicone filled bi and sizer assy, rev 7.0 was performed, and the event of split in patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implant for the period of nov 2022 through oct 2024, was noted 1 point outlier in february 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left-side "rupture". The device has been explanted.